Manufacturer narrative:
The initial MDR indicates: date of event - (B)(6) 2017. The initial MDR should have indicated: date of event - (B)(6) 2017.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the patient record from the device and verified that the device did power itself off multiple times. The battery pins were tightened as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered itself off. There was no patient use associated with the reported event.